Event description:
During the periodic programming history review, it was found that an interrupted system diagnostic test or partial programming event occurred which caused an unintended change in the patient¿s vns settings. The settings were not corrected at the time of the event. No adverse events have been reported as a result of this occurrence.

Manufacturer narrative:
Analysis of programming history.